Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(6). During investigation on-site performed by our field service engineer presence of liquid spill on pc boards were found. The pc boards were replaced and after successful tests the ventilator was sent back in service. Received photos confirm the reported liquid spill problem. The pc boards were not further investigated since ingress of liquid/corrosive substance on pc boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated alarms for disabled ventilation and communication failure. There was no patient involvement. (B)(4).